Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for nonmalignant pain. It was reported that since the implant on (B)(6) 2014, patient tried different programs almost weekly or every other week however none helped with their pain. On (B)(6) 2016, the wires were removed and "paddle wires" were implanted instead but patient still didn't have success with the pain. Patient met with manufacturer representatives however instead of helping patient felt a pressing on their lower back which caused more pain. Patient stopped using the stimulator last summer but became so anxious, they started going to a psychiatrist for help. The patient is now considering the removal of the device. No further patient complications have been reported as a result of this event. Additional information was received from a consumer. It was reported that their pain has not been resolved. The patient stated that there has not been a program that helped with their back pain after 2 years of trying. The patient hasn¿t used the stimulator since the past summer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for nonmalignant pain. It was reported that since the implant on (B)(6) 2014, patient tried different programs almost weekly or every other week however none helped with their pain. On (B)(6) 2016, the wires were removed and "paddle wires" were implanted instead but patient still didn't have success with the pain. Patient met with manufacturer representatives however instead of helping patient felt a pressing on their lower back which caused more pain. Patient stopped using the stimulator last summer but became so anxious, they started going to a psychiatrist for help. The patient is now considering the removal of the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report # 3004209178-2017-07099. Any additional I nformation regarding the event will be submitted as a supplemental submission to that report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10.